Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app failed to pair to the ilet pump during setup after switching from another pump; support guided the user to toggle cgm settings and to re-enter the sensor code, and the user was informed of the sensor pairing period, indicating an intermittent communication issue likely related to interoperability and involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability-related intermittent communication failure between the cgm and the ilet associated with the device¿s electrical/antenna communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.